Manufacturer narrative:
This report is filed may 22, 2014.

Event description:
Per the clinic, the patient experienced warm sensation with external device use resulting in discomfort. No serious injury has occurred. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.